Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op of a right hemicolectomy procedure, during re-op, they found a small 5 mm hole in the middle of the staple line. They did not see any crimped or malformed staples when they re-operated. The only thing seen was missing staples and a small hole in the anastomosis. The device was discarded. No additional information is available.